Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device also had broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the battery exploded inside the insulin pump and the battery compartment is cracked. Blood glucose value was 154 mg/dl. He also complained about the battery not lasting as long as it should. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.